Event description:
It was reported that during a surgical procedure, the drill operated when the trigger was not activated. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer; however, the complaint could not be replicated. Preventative maintenance was performed and the device was returned to the user facility.